Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was blurry. No other info was provided by the hospital. The hospital stated that no medical or surgical intervention was performed and no pt complications occurred.

Manufacturer narrative:
Investigation results: scholly assessment rec'd on dec 21, 2004 shows that the weld joint is broken, the optical components are dirty and the objective section is dirty with moisture.